Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and failed with damaged usb pins from j3. The could not be charged or re-booted. The log could not be downloaded. A functional test cannot be performed. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed errhwbat. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.